Manufacturer narrative:
The calibration, qc, pre-analytical and instrument information were evaluated and analyzed. The calibration for the reagent lot used was outdated for more than seven weeks which affected the qc of the reported test. A general reagent problem can be excluded because isolated non-reproducible results do not represent a general malfunction of the assay the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results for three patients tested on a cobas e 411 immunoassay analyzer. The three patient samples yielded similar results. The patient samples were then recentrifuged and retested. Sample ID (B)(4) had an initial result of 10.57 uiu/ml. The repeated result was 0.365 uiu/ml. Sample ID (B)(4) had an initial result of 10.02 uiu/ml. The repeated result was 1.16 uiu/ml. Sample ID (B)(4) had an initial result of 9.99 uiu/ml. The repeated result was 1.80 uiu/ml. The results were not released outside the laboratory. The reagent lot number is 51653900. The expiration date is 30-apr-2022.